Manufacturer narrative:
(B)(4). Date sent 11/11/2025. D4 batch #505d18. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage. The reload was received with the knife not completely within doghouse and with the proximal 2 drivers up with staples protruding, one driver up on the distal end with staple missing and the remaining drivers down with staples present and a swing tab in the unlocked position. No functional test was performed due to the condition of the reload. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device and also, it is possible the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 505d18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, we needed a linear cutting stapler. This type of stapler requires reloads. One of them had some staples out, and most notably, the cutting blade was exposed even though we had not engaged it on the stapler.

Manufacturer narrative:
(B)(4), date sent 10/20/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2025. Additional information was requested, and the following was obtained: is the current patient status known? -no consequences for the patient have been reported. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no change in post-operative patient follow-up was reported following the event.